Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the customer already resolved the issue. The field service engineer has not been dispatched since the customers have already addressed the problem. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the tower door was encountered a failure and unable to recover. The customer reported that due to this malfunction they managed to obtain required medication from the pharmacy causing delay in the dispensing process. There were no adverse events or injuries reported based on this incident.